Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported an incomplete flap was caused due to blood blocking the passage of plasma out of the flap and a plasma bubble formed which partially impeded the effect of the laser. The flap was lifted with the assistance of a blade. No patient harm reported.